Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative regarding a patient with deep brain stimulation (dbs) for treatment of essential tremor (et). It was reported that high impedances were measured on electrodes 10 and 11 using the new clinician programmer; in monopolar settings, electrode 10¿s impedance was measured as 2338 ohms and electrode 11¿s impedance was measured as 16.3k ohms. However, when using the old clinician programmer, electrode 10 did not show high impedances. It was also reported that the hcp was unable to use these two contacts in interleaving mode when programming with the new clinician programmer but was able to use contact 10 for interleaving when using the old programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the hcp was able to program interleaving in group a, however if group a is copied, interleaving cannot be programmed on the copy. If the copy is re-written, interleaving can be programmed.